Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.(4.3.2). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 90 units. Reportedly, the cartridge was filled with 280 units of insulin. The customer¿s blood glucose level was 114 mg/dl. Upon troubleshooting with tandem technical support it was discovered the customer was using cold insulin to load the cartridge. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.